Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked reservoir tube and cracked reservoir tube window.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump may have gotten wet. Customer's blood glucose was 218 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.